Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the endoscope, erased the guided tool change memory, and reinstalled the endoscope. This resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instruments were showing on the opposite arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the site to remove the endoscope, erase the guided tool change memory, and reinstall the endoscope. This resolved the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope had a horizon issue.